Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn 4000 analyzer, list # 1h02-01, (B)(4). The cause of the cell-dyn vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn vent needle and replace with a new cell-dyn vent needle provided to the customer with the recall letter.

Event description:
The customer stated the cell-dyn sapphire hematology analyzer aspiration probe failed to return to upper position. The customer performed troubleshooting procedures including replacement of the vent needle. After the replacement of the vent needle, the customer stated the quality controls were within specification and the issue was resolved. There was no impact to patient management.